Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of broken cable. Failure analysis found that the grip cable was loose. The housing was opened and the grip cables in the housing were loose. The hypotube was then pulled out of the main tube. The grip cables had no signs of breakage or damage. Failure analysis also observed that through the length of the main tube there was material removed. The epoxy layer was stripped off and material was removed. The evidence was inconclusive, but the damage was likely due to cleaning issues. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si maryland bipolar forceps instrument cable was noted to be broken. No patient harm, adverse outcome or injury was reported.